Event description:
The user facility reported their washer was leaking water during a cycle. The next day, an operator started a cycle run and left the room. Upon the employee's return a large amount of water had leaked onto the floor. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the washer and found the drying piston valve was broken. The technician made the necessary repairs, performed a test cycle and confirmed the unit was operating to specification. The washer was installed in (B)(4) 2009 and is currently under a steris service contract. Prior to the event, the last preventive maintenance was performed on (B)(6) 2013. The synergy preventive maintenance checklist states: "inspect three-way drying valve assembly in pump circulation pipe for damage and correct operation. Verify piston moves freely in three-way valve body. Replace piston if it shows signs of damage or leakage."